Manufacturer narrative:
The additional device referenced is filed under a separate medwatch report number. (B)(4) the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), access site and puncture considerations states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulties. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using a proglide device via a 7fr sheath, after an ep ablation intervention procedure. Reportedly, resistance was felt when attempting to remove the proglide device. The footplate was retracted several times and the device could be removed, causing no vessel damage. An additional proglide device was successfully placed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. No imaging was taken prior to the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.